Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leaking at the hub when the device was pressurized. The leak was detected at the distal end of the strain relief tubing. A review of the complaint handling database found no other incidents reported from this lot. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.5x40mm armada 18 balloon catheter leaked from the hub during preparation. The procedure was successfully completed with a new armada 18 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.